Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 468 mg/dl. The customer treated with an injection. The customer also had sensor glucose of 179 mg/dl. The sensor glucose versus blood glucose differences was 61.8%. The customer stated that he does not know why he is high. The customer stated that he exercised and did not eat much today. The customer went to his health care provider for breathing and golfing. The customer's blood glucose was 85 mg/dl after the call. The customer declined to troubleshoot for high blood glucose readings.